Manufacturer narrative:
H10: h2: additional information: h6: medical device problem code. H3, h6: the reported device was not returned to the designated complaint unit for independent evaluation. However, an image evaluation was performed and found the device outside of its box. The anchor and the suture are off the device. The anchor is broken and part of it is still on the suture. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. The instructions for use were reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failures and/or harms were documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the anchor material specifications found that tensile strength requirements are specified. A material certificate of analysis (coa) is required for raw material. A clinical review states that based on the limited information provided the clinical root cause of the reported events cannot be determined and we are currently unable to rule out a procedural variance as a contributing factor to the reported event, which does not represent a device malfunction. No further risk to the patient is anticipated as a result of the additional bone hole. The root cause of the reported events could not be determined since findings cannot lead to a clear cause of the reported events. Factors that could have contributed to the reported anchor pull out and to the broken anchor include excessive force on the device, excessive torque on the device, attempted correction of a damaged device, off-axis insertion, improper preparation of the insertion site, or an inadvertent impact event inconsistent with normal use. No containment or corrective actions are recommended at this time. Corrected data: h6: health effect - clinical code.

Manufacturer narrative:
H10: internal complaint reference (B)(4).

Event description:
It was reported that during an arthroscopy, the bioraptor suture anchor got pulled out from the pilot hole when the surgeon tried to make the knot. The procedure was completed with non-significant surgical delay using a back-up device in an additional drilled bone hole. No further complications were reported.